Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the vessel sealer extend jaws were unable to open when closed and the instrument was not sealing well. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive followed up but no additional information was available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.